Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the pancreas to treat a walled-off necrosis with 60% necrotic material during a drainage procedure performed on (B)(6) 2024. During the procedure, the stent was advanced through the scope and was punctured. Subsequently, the stent's first flange was deployed; however, the axios stent was unable to expand. The stent was fully deployed and was then removed with forceps. The procedure was cancelled due to device availability. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter's address is (B)(6) hospital, 39/4425; reported here as address exceeded the character limit for designated field. Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand.

Manufacturer narrative:
Block e1: initial reporter's address is (B)(6) hospital, 39/4425; reported here as address exceeded the character limit for designated field. Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Block h11: an axios stent and electrocautery-enhanced delivery system were received for analysis. The stent was received fully deployed and expanded. However, media inspection on the photos of the device provided observed that the stent was unable to expand. Visual inspection was performed, and no problems were noted on the device. Product analysis did not confirm the reported event of stent first flange failure to expand because the stent was received fully deployed and expanded. Therefore, taking all available information into consideration, the overall root cause of the reported event is no problem detected.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the pancreas to treat a walled-off necrosis with 60% necrotic material during a drainage procedure performed on (B)(6) 2024. During the procedure, the stent was advanced through the scope and was punctured. Subsequently, the stent's first flange was deployed; however, the axios stent was unable to expand. The stent was fully deployed and was then removed with forceps. The procedure was cancelled due to device availability. There were no patient complications reported as a result of this event.